Event description:
Healthcare professional reported ¿rupture of the left device with granulative changes periprosthetic." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Explanting physician reported rupture with "granulative changes periprosthetic" . The device has been explanted and replaced with a non-allegan device. This record relates to the left side.